Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Port remains implanted.

Event description:
Consumer reports that post implant a realize band, the port has come loose and flipped. The consumer reports having seven fills. Per the consumer, the doctor informed them of this issue, but was able to fill the band. No date has been scheduled to revised the port. The consumer to contact company when the procedure has been scheduled.